Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email received on 01/16/2018: "brain obstruction occurred on (B)(6) 2018."

Manufacturer narrative:
Upon further correspondence with the proper individuals in regards to the study, it was revealed that the "patient was part of a randomized study and no bioglue was used." Because bioglue was not used in the procedure, the reported event cannot be attributed to bioglue. Due to this information, no further action is required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to an email received on 01/16/2018: "brain obstruction occurred on (B)(6) 2018."